Event description:
A user facility reported an intraocular lens (iol) was exchanged due to an unexpected postoperative outcome. Add'l info was received from the surgeon, who indicated the event resolved with the lens exchange.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot number. (B)(4).